Manufacturer narrative:
Concomitant product(s): a 694758, implanted: (B)(6)2007.. Product event summary: the distal portion of the lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited rising threshold measurements, high impedance, noise, oversensing and a fracture. The rv lead was explanted and replaced. Additionally, it was reported that during extraction of the rv lead, the atrial pacing lead was damaged by the laser sheath due to the two leads being adhered together. Consequently, the atrial pacing lead was removed and replaced. The physician reported that the implanted atrial pacing lead did not display any performance issues prior to the rv lead extraction procedure. No patient complications have been reported as a result of this event.